Event description:
Procedure - lap left nephrectomy. According to the reporter: the surgeon placed the retrieval bag through the trocar and had some problems unravelling the bag in order to place the kidney in it. Then when he did get it in the bag it detached from the ring without the string being pulled and then the circular metal ring that the bag is attached to broke. The surgeon had to put his hand into abdominal cavity to retrieve kidney manually. Device had not been re-sterilized prior to use. Was used on patient. No patient injury or jeopardy. No extension of surgery by more than 30 min - no re-operation required. No blood loss of more than 500 cc, no extension of incision, no change from endoscopic to open surgery. No unanticipated tissue loss and no portion of device falling into nor retrieved from patient. No reinforcement material used. Surgeon removed specimen with his hand through incision but this did not have to be extended.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.